Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Since a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause could not be determined. (B)(4).

Event description:
A consumer reported that following a glaucoma filtration device (gfd) implant procedure, the gfd resurfaced and protrudes after a period of time. Additional information was provided by the consumer, who reported "no need to contact my doctor. I saw him yesterday and he said that your product was working perfectly fine and that my symptoms were not uncommon."